Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. Clinical investigation: a fresenius clinician reviewed the information provided for this customer experience (ce). No treatment sheets or medical records were provided, and no certificate of death was received. Although the documentation in the complaint file supports a temporal relationship between the 2008t hd machine and the cardiac arrest, and subsequent death, there has been no allegation of a device malfunction. No information was made available related to the hospital course, and no documentation was provided detailing the patient¿s medical history, therefore, a causality cannot be established.

Event description:
A nurse at the user facility reported that an end stage renal disease (esrd) patient on hemodialysis (hd) treatments coded on the morning of (B)(6) 2017 while undergoing a routinely scheduled hd therapy. No machine alarms were generated, and no device malfunction was observed at the time of the event. The following details related to the adverse event were provided. The patient completed 2 hours and 45 minutes of the hd treatment which was scheduled to run for 3 hours. However, with 15 minutes of therapy remaining, the patient complained of feeling a warm sensation in her head that had not been previously experienced. The patient subsequently coded and experienced cardiac arrest, a short time later (exact time unknown). The blood within the extracorporeal circuit was returned, and then the patient was disconnected from the machine. No blood loss occurred. The patient was transferred to the hospital, and passed away on the morning of (B)(6) 2017. Although requested, no details are currently available related to the hospital course or the cause of the patient¿s death. Should additional information become available, a supplemental MDR will be submitted. Following the event, the 2008t hd machine was removed from service for evaluation. Functional testing performed by the res confirmed the system was operating properly. The machine passed all tests, and no device malfunctions were observed or identified. The unit has been returned to service at the user facility without issue. No other fresenius manufactured products were in use during the patient's final hd treatment.